Manufacturer narrative:
Internal file number - (B)(4). Catalog number changed from 1550350-12 to 1500350-12. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately tortuous and heavily calcified anatomy during advancement causing the reported failure to advance. The device then met resistance during removal with the guiding catheter causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified right coronary artery. During advancement of the 3.5x12mm xience sierra stent delivery system (sds) and an unspecified guide wire and an unspecified balloon catheter, resistance was noted with the anatomy and the stent dislodged inside an unspecified 6f guiding catheter. The devices were removed as a single unit. Percutaneous transluminal coronary angioplasty was done to successfully complete the procedure. No other stent was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.